Event description:
Hcp reported the pt presented in 2004 to the e.r. In "profound shock." The pt was "blue" and having multiple organ system failure with having respiratory, cardiac, and renal problems. The pt was sweating and having a lot of thirst 2 days prior to hosp admission. There was no medical explanation found for the symptoms. The next day, no csf could be aspirated from the sideport of the pump. The pt was placed on a ventilator. A lumbar drain was placed which was reported may have lacerated the catheter. A dye study performed showed a leak at the lumbar area which the hcp attributed to the lumbar drain. The pt experienced multiple organ system failure. The pump and catheter were explanted and replaced in 2004 and then returned to the MFR for analysis. The pt was discharged from the hosp in 2004.